Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan alleging an onetouch verio iq meter was having a does not turn off issue. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had a does not turn off issue there is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): lifescan completed device investigations wtih the returned meter and noted that the alleged complaint was not confirmed. The returned meter was working as intended.

Manufacturer narrative:
(B)(4): there was use error involved the alleged issue. Customer complained "does not turn off-after removing strip". According to the owner's manual, the meter does not turn off when the high/low pattern option is on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.